Event description:
It was reported that the customer received a button error alarm on the insulin pump after the customer was pushed into a pool. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms were noted. No moisture damage was noted on electronic assembly. Dried insulin was noted on motor slide. A cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners were noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.